Event description:
The customer reported that the power connector contacts are aged and have fallen off of the gastrointestinal videoscope. The customer suspected that this resulted in poor electrical contact. The issue was identified during inspection before use, and there was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.